Event description:
It was reported that the customer had a air bubbles around his plunger on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer did not troubleshoot for air bubbles went through tips. The customer was advised that they discussing his insulin vial and not pulling the plunger back right when filling the reservoir. No further assistance was required.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.